Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was between 150 mg/dl and 180 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that the alarm occurred shortly after a new battery was inserted. The unexpected restart error alarm was recurring during normal use. The insulin pump will be returned for analysis.